Event description:
It was reported that pump displayed malfunction code 16 and could not be reset, with no notable events occurring before the issue. There was no reported impact to the customer¿s blood glucose level as the caller declined to provide this information. Customer switched to multiple daily injections as backup insulin therapy, and technical support arranged a warranty replacement pump, confirmed shipping details, instructed customer to place malfunctioning pump in storage mode and return it with pre-paid label, and advised customer to reprogram pump settings and reconnect continuous glucose monitor on replacement device.